Event description:
According to the reporter, the catheter was implanted on (B)(6) 2021 and subsequently, dialysis was done as part of the normal use. During the second dialysis on (B)(6) 2021, the technician noticed a crack in the venous (blue) luer updater and that it had broken into two pieces and had a leak. The catheter was repaired, and the catheter remained implanted to the patient, but the venous luer adapter was replaced with a spare adapter in the department. After replacement of broken adapter, treatment was completed. No instrument and method were used to loosen or tighten the device (only the given sealing caps were used). Chlorhexidine gluconate 0. 2% v/v equivalent to 0.4% w/v and isopropyl alcohol base were used as cleaning agents on the device and utilized to clean the adapters. Tego was not utilized and there was no solution/agent used on the insertion site prior to product placement. The cleaning agents were allowed to dry thoroughly prior to applying ointment to the area. There was nothing unusual observed on the device prior to the start of the dialysis treatment and flushing was done and nothing abnormal was noted. There were no other products utilized with the device. There was no blood loss and no intervention was required as a result of the event. There was no patient injury.

Manufacturer narrative:
H3: evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. Visual inspection noted a venous luer adaptor that was cracked and broken. It was reported that the luer adapter was leaking and cracked. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the catheter was implanted on (B)(6) 2021 and subsequently, dialysis was done as part of the normal use. During the second dialysis on (B)(6) 2021, the technician noticd a crack in the venous (blue) luer apdater and that it had broken into two pieces and had a leak. The catheter was repaired, and the catheter remained implanted to the patient, but the venous luer adapter was replaced with a spare adapter in the department. No instrument and method were used to loosen or tighten the device (only the given sealing caps were used). Chlorhexidine gluconate 0. 2% v/v equivalent to 0.4% w/v and isoprpyl alcohol base were used as cleaning agents on the device and utilized to clean the adapters. Tego was not utilized and there was no solution/agent used on the insertion site prior to product placement. The cleaning agents were allowed to dry thoroughly prior to applying ointment to the area. There was nothing unusual observed o the device prior to the start of the dialysis treatment and flushing was done. There were no other products utilized with the device. There was no blood loss and no intervention required as a result of the event. There was no patient injury.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the catheter was implanted on (B)(6) 2021 and subsequently, dialysis was done as part of the normal use. During the second dialysis on (B)(6) 2021, the technician noticed a crack in the venous (blue) luer updater and that it had broken into two pieces and had a leak. The catheter was repaired, the catheter remained implanted to the patient but the venous luer adapter was replaced with a spare adapter in the department. After replacement of broken adapter, treatment was completed. It was also stated that flushing was done and nothing abnormal was noted. No instrument and method were used to loosen or tighten the device (only the given sealing caps were used). Chlorhexidine gluconate 0. 2% v/v equivalent to 0.4% w/v and isopropyl alcohol base were used as cleaning agents on the device and utilized to clean the adapters. Tego was not utilized and there was no solution/agent used on the insertion site prior to product placement. The cleaning agents were allowed to dry thoroughly prior to applying ointment to the area. There was nothing unusual observed o the device prior to the start of the dialysis treatment and flushing was done. There were no other products utilized with the device. There was no blood loss and no intervention was required as a result of the event. There was no patient injury.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. The evaluation found no potentially contributing factors. It was reported that the luer adapter was cracked. The reported issue could not be confirmed. The most likely cause could not be identified because no related problem was detected with the device. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the catheter was implanted on (B)(6) 2021 and subsequently, dialysis was done as part of the normal use. During the second dialysis on (B)(6) 2021, the technician notice a crack in the venous (blue) luer adapter and that it had broken into two pieces and had a leak. The catheter was repaired (the venous luer adapter was replaced with a spare adapter in the department). No instrument wa used to loosen or tighten the device. Chlorhexidine gluconate 0. 2% v/v equivalent to 0.4% w/v and isoprpyl alcohol base were used as cleaning agents on the device. Tego was not utilized. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the catheter was implanted and subsequently, dialysis was done as part of the normal use. During the second dialysis, the technician notice a crack in the venous (blue) luer adapter and that it had broken into two pieces and had a leak. The catheter was repaired (the venous luer adapter was replaced with a spare adapter in the department). No instrument was used to loosen or tighten the device. Chlorhexidine gluconate 0. 2% v/v equivalent to 0.4% w/v and isoprpyl alcohol base were used as cleaning agents on the device. Tego was not utilized. There was no patient injury.